Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) due to fluid loss. A new device was implanted. The patient outcome was not reported.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) due to fluid loss. A new device was implanted. The patient outcome was not reported.